Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The patient reported feeling a shocking sensation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 implantable pulse generator (ipg) 2011 (B)(6); 5086mri implantable pacing lead 2011 (B)(6). (B)(4).